Event description:
Customer reported a motor error on her insulin pump after entering a calibration reading. Customer's blood glucose was 205 mg/dl. There were no significant events leading to the alarm. Customer stated she had an x ray while wearing the device at the dentist. The alarm was cleared. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by reviewing the sensor glucose graph during bolus. She is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.